Event description:
Accurus system would not keep the eye pressurized intra-operatively. Showed error code 313. Equipment changed out during air-fluid exchange for completion of surgery. Alcon representative was in to check the machine. It continues to go into error code after warm up. Representative found that latch seal and cpu batteries needed to be changed. Top cpc connector and illuminator bulbs were also changed. No apparent harm to patient.